Event description:
In 2006 the lay reporter, the lay pt's mother, contacted lifescan alleging that the pt's one touch ultra meter had missing segements in the meter display. The medical affairs spec (mas) sent a letter to the mother, since she could not be reached via phone after multiple attempts. In 2006 the pt was at school, when she fell and was "a little lethargic". The pt's nurse attempted to test the pt with the reported meter; but, was unable to read the result. The pt was not tested with another device. The nursde gave the pt juice and crackers to eat. The pt's response to this treatment was not provided. No information was provided reagrding the pt's diabetes treatment regimen, meter tests, or medication taken prior to this incident. The customer service agent (csa) confirmed that the meter display had missing segments. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event, because the meter reading could not be read due to missing segments while the pt was symptomatic.